Event description:
It was reported that a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) device during dwell one. The home patient (hp) was connected at the time of the alarm. The home patient (hp) stated that the line fell from the supply bag and disconnected. The technical service representative (tsr) explained the alarm and had the home patient (hp) cycle the power on the hc. The technical service representative (tsr) advised the hp to start over with new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). If additional relevant information is obtained, then a follow-up MDR will be submitted.